Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "check pads" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the device was put through extensive testing without duplicating the malfunction. A review of the clinical data from the patient event found several occurrences of "pads on/pads off" which is consistent with what the costumer was experiencing. However, is not necessarily an indication of a device malfunction. The user can experience conditions of intermittent ECG signal for a number of reasons including performing CPR, movement of the patient, or inadequate skin prep. The electrodes were not returned for evaluation to confirm what may have led to this condition. The device passed final test, was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.